Event description:
The following description of the event was copied from a maude event report received by carefusion from the (B)(6) 2013. "(B)(6) 2012: several cap/diaphragm sets were found to be defective in that they would not allow calibration with the ventilators from a period (B)(6)2012."

Manufacturer narrative:
The user facility did not provide any pt or device codes on their maude event report. Codes were derived based on the info provided by the user facility on the maude event report received by carefusion from the (B)(6) 2013. (B)(4). This is a known issue with the cap/diaphragm, thus no additional investigation/evaluation is required. Carefusion has initiated a suppler corrective action request (scar) to the supplier of the cap/diaphragm assembly as a part of our corrective and preventive action system to address this issue. Carefusion has conducted a risk assessment related to this issue and has determined the risk to be as low as reasonably practicable (alarp). See scanned pages.